Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system nitroglycerin set with duo-vent spike leaked from the tubing during infusion. The leak was reportedly not located at any of the connection sites. The sigma pump was infusing etoposide at a rate of 500 ml per hour. There was no patient injury or medical intervention associated with this event. No additional information is available.